Event description:
Information received indicates the foot section casters are not engaging into brake but the head section will.

Manufacturer narrative:
The technician found the brake linkage at the foot section was missing a shoulder bolt and nut. The technician replaced the hardware and adjusted the brake casters to repair the stretcher.